Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the procedure, it was observed that while assembling the 32x48 trial insert, the screw securing it came loose. The trial insert was then completely removed, and the final insert was immediately placed. The surgery was successfully completed without discomfort for the specialist, without affecting the patient, and without any alterations to the surgical schedule. There was no patient involvement.